Event description:
It was reported that a homechoice (hc) device went into fill and failed to alarm when the initial drain volume was not met during initial drain. The technical service representative (tsr) advised the registered nurse to end therapy and to exchange the hc. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Manufacturing date: the device was originally manufactured in 1996. The device was reported to no longer be available for evaluation. A device history record review and a service history record review were performed and revealed no issues that could have caused or contributed to the reported condition. The reported issue could not be confirmed and the cause could not be determined. Should additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.